Event description:
It was reported an overdischarge was suspected. The patient had not used her implantable neurostimulator (ins) for ¿quite some time, months and months.¿ the ins was not kept recharged since the patient was not using it. It was unknown the last time the ins was charged but it was noted it was possibly 6-8 months ago. Additional information received reported that the manufacturing representative could not get telemetry with the patient¿s implantable neurostimulator (ins). It was noted the patient had not charged for about 6 months. It was further noted that patient was doing physical therapy and did not need stimulation. The reporter stated that within the past month the patient went to use stimulation and the ins would not communicate. It was noted the manufacturing representative was going to work with the patient to recover the ins. Additional information received reported the manufacturing representative became aware of the overdischarge on the day of this report. Additional information received reported the manufacturing representative attempted three physician mode recharges (pmr) to recover the ins with no results. The reporter stated the patient was going through the process now to get ins replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown, serial# unknown, product type unknown. (B)(4).